Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced abdominal pain ("twinges"), fatigue ("constant fatigue"), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), malaise ("malaise"), dizziness ("dizziness") and disturbance in attention ("loss of concentration"). The patient was treated with surgery (removal of the uterus). Essure was removed. At the time of the report, the medical device removal, abdominal pain, fatigue, menorrhagia, dysmenorrhoea, malaise, dizziness and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, disturbance in attention, dizziness, dysmenorrhoea, fatigue, malaise, medical device removal and menorrhagia with essure. Amendment: the report was amended for the following reason: nullification: due to internal review this report was detected to be a duplicate to record # fr-bayer-2015-462708 to which all information will be transferred, then this duplicate record # fr-bayer-2021-125025 will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced abdominal pain ("twinges"), fatigue ("constant fatigue"), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), malaise ("malaise"), dizziness ("dizziness") and disturbance in attention ("loss of concentration"). The patient was treated with surgery (removal of the uterus). Essure was removed. At the time of the report, the medical device removal, abdominal pain, fatigue, menorrhagia, dysmenorrhoea, malaise, dizziness and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, disturbance in attention, dizziness, dysmenorrhoea, fatigue, malaise, medical device removal and menorrhagia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.